Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a male pt with a pulse, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Please note that the device was connected to a pt that had a pulse. The device's indication for use instructs users to apply product to pts who are pulseless.